Manufacturer narrative:
Product ID 3999 lot# j0461539v, implanted: 2005 (B)(6); product type lead product ID 3999 lot# j0461539v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was initially reported that the patient had a loss of therapeutic effect and stimulation in the wrong location. The patient also had new pain above the area of the lead/extension site. There was no known incident related to the issue. The issues started approximately (B)(6) 2007. The patient met with his physician and a company representative and upon interrogation, impedances were over 4,000 ohms. It was stated there was a possible lead fracture or ¿burned out¿ electrode. It was recommended by the patient¿s physician that the device be replaced. It was stated that the implanted physician had retired. It was also stated that his current physician would not see him because, he did not have insurance. The patient stated his internist was providing him with pain medication, but the patient could not obtain insurance. It was further stated that the patient had wanted a rechargeable device at the time of initial implant, but it was not yet available. The patient felt that the battery was good, but that the wire or electrodes were broken (impedance over 4,000 ohms). It was further stated that the device failed one year after implant. The patient stated that he was told the ¿graphite¿ connected to his spine ¿burned out.¿ the patient stated, he had been miserable ever since. The patient could not have the device repaired at the time due to insurance issues. The patient¿s internist recommended he remove the device to prevent infection. The patient was scheduling an appointment with a surgeon on 2014 (B)(6) to have the device removed. Additional information was requested, if received, a follow up report will be sent.